Manufacturer narrative:
(B)(4). There is insufficient information to conclusively determine the root cause of this event. The product has not been returned for evaluation. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that an opti16 cannula was used for ECMO procedure. Two (2) days after starting ECMO, the cannula was reported to have split allowing for infiltration of air. The following day, care was withdrawn and the patient expired. The user of the device was reported to have extensive experience.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported that an opti16 cannula was used for ECMO procedure. Two (2) days after starting ECMO, the cannula was reported to have split allowing for infiltration of air. The ECMO circuit alarmed and loss of outflow was noted. Air was observed in the cannula. The cannula was removed and a hole was noted in the opti16 device. The following day, after the patient's neurologic decline comfort care was pursued and the patient expired. The user of the device was reported to have extensive experience.

Manufacturer narrative:
Reference CAPA-20-00141.